Event description:
Additional information. The device was adjusted with the programmer, and the patient regained consistent stimulation.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from the implantable neurostimulator (ins) the night after replacement surgery. Overnight the patient experienced a considerable amount of leakage and the next day could only feel stimulation in the labia. Prior to the replacement the patient felt stimulation in the labia and rectum. In addition, the patient's stimulation sensation was intermittent, which was not the case prior to the ins replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28 lot #v244043 implanted: (B)(6) 2009 explanted: unk; programmer model 3037 serial # (B)(4).